Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 06/06/2016 and the one (1) year warranty period has expired. The customer elected to purchase a replacement spectrum smart cable. The smart cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would disappear when the cable was flexed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.